Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by the end user states that they are experiencing a red, flat, itching, clearly demarcated rash. This was observed after the 1st use and is located under the entire tape collar. The end user cleanses their skin with water, allows it to dry, then applies the barrier. The end user continues to report hat the rash has worsened and is now accompanied with itching. The end user has tried using neosporin and hydrocortisone cream over the area. The patients subsequent outcome was not noted.